Manufacturer narrative:
The investigation was completed and no product or data logs returned. Temporary pump stop: clinical details state that there was a high motor current alarm during pump start. Wire was not removed at the time. Once wire was fully removed, the pump started and operated normally. The cause of the temporary pump stop was use-related based on clinical details noting that the wire was not removed prior to starting pump. Device history review was completed and passed all post sterile inspection checks.

Manufacturer narrative:
Additional information has been provided in b5 . (Event description). This report is submitted as a follow up to provide additional information obtained after the initial MDR submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional event information states that the pump was saved for return.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a high motor current alarm during start up. The wire was removed to resolve the issue. No patient harm was reported.

Manufacturer narrative:
D6b updated. The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.